Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and in-fast and mesh were implanted. The patient underwent another procedure on (B)(6) 2009 and in-fast was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent cystotomy repair due to stress urinary incontinence. It was reported that the patient underwent removal of prior sling mesh due to recurrent stress urinary incontinence on (B)(6) 2009.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrence of stress urinary incontinence.